Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative recalibrated the system to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on july 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the laser being out of calibration. However, how or when the system became out of calibration cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system was losing power during a laser procedure. The procedure was completed with the same system. There was no harm to the patient.